Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v179210, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
A patient implanted for gastrointestinal/pelvic floor reported having a fall four to five months prior to (B)(6) 2015 and she had a return of symptoms, new pain, and new symptoms. She had a gradual return of urinary frequency and a sudden back/hip pain that felt like it was nerve related. The symptoms started after the first fall. Two months after that, she had a second fall and her symptoms continued gradually after that fall. The issue was not related to positional movement and the patient hadn't had any recent medical tests or electromagnetic interference environmental exposure. She had tried increasing stimulation on her own and her healthcare provider had not been consulted. No potential event cause, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.